Event description:
It was observed during the device inspection, that the liquid crystal display (lcd) monitor exhibited an image artifact due to poor contact of lcd panel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was the cause of the constant partially bright bars that were flickering on the display. Olympus will continue to monitor field performance for this device.